Event description:
A 64 yr old female presented to emergency room from a nursing home with shortness of breath. Pt transported by ems and they were unable to get a blood pressure reading on this pt. Pt was placed on a ventilator and it was set at 12 breaths per minute. Prognosis of pt was very poor. At 6:00 p.m., the pt was first placed on the ventilator. At 7:12 p.m. Ballard on vent was changed. At about 8:30, during an evaluation, pt's heart rate decreased to 40. At that time, it was noted that the setting on the ventilator was at 42 instead of 12. Pt was pronounced at 8:57 p.m.